Event description:
Ratchet screw driver (pinnacle cup) in screw caddy broke. Update (B)(4) 2014: received part and lot numbers from territory office. Update entered (B)(4) 2014. Complaint was originally non-reportable due to unknown part/lot numbers. Complaint is now being made reportable.

Manufacturer narrative:
Examination of the returned product confirms the retention cap has loosened from the instrument. A search of the complaints databases finds similar reports against the product code. As400 indicates the product was manufactured in may 2010. Based on previous investigations, the root cause is attributed to a supplier assembly process. The investigation has identified that design improvements to alleviate this issue and further bolster the durability of this instrument were established through eco 343292 in january 2011. The returned item was manufactured prior improvements. Additional corrective action not indicated at this time. Monitor the improved design through trend analysis depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.